Event description:
A hercules 3 universal stabilizer arm was employed for a surgical procedure. Due to over-tightening of the device, the arm broke and pieces of the device fell into the body cavity. The device was replaced and the procedure was completed. X-ray imaging confirmed that all pieces were retrieved. There was no patient harm.

Manufacturer narrative:
The device was returned, and the complaint confirmed. Our records indicate the device was sold to the facility in december 2017. Pursuant to 21 c 803.3 we are reporting this event.